Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag. Visual inspection confirmed that the prong had detached from the event unit. Engineering observed that the detached prong was missing a bend. Based on the condition of the event unit, the reported event was caused by a missing bend at the end of the prong, which was not caught during the manufacturing process of the device. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic appendicectomy. Detailed description of event: the registrar was removing the appendix with a 5ml endocatch through a 5ml port. As the specimen was being removed through the port the registrar noticed a piece of metal was detached from the closure device. This piece of metal did come out of the port with alongside the specimen within the bag. The team were concerned in case any other part had become detached and had gone inside the patient. On inspection the specimen bag still had the other piece of metal still attached in 1 side of the specimen bag. Additional information received via email from territory manager 08jan20: in response to the incident, the piece of metal was a metal support/prong, we do not believe the metal piece was exposed into the patients abdominal at any point, as we pulled out the bag with the specimen we noticed the metal support/prong remained in the port. Patient status: no patient injury, procedure completed. Type of intervention: component removed.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic appendicectomy. Detailed description of event: the registrar was removing the appendix with a 5ml endocatch through a 5ml port. As the specimen was being removed through the port the registrar noticed a piece of metal was detached from the closure device. This piece of metal did come out of the port with alongside the specimen within the bag. The team were concerned in case any other part had become detached and had gone inside the patient. On inspection the specimen bag still had the other piece of metal still attached in 1 side of the specimen bag. Additional information received via email from territory manager 08jan20: in response to the incident, the piece of metal was a metal support/prong, we do not believe the metal piece was exposed into the patients abdominal at any point, as we pulled out the bag with the specimen we noticed the metal support/prong remained in the port. Patient status: no patient injury, procedure completed. Type of intervention: component removed.